Event description:
Pt's mom called to say that the novofine autocover needles do not work with the nutropin pens. I added the bd pen needles 31g 8mm to replace the novofine pen needles that do not work. Date of use: from (B)(6) 2018. "Is the product compounded: no, is the product over-the-counter: no."